Event description:
It was reported that the patient felt burning while charging the ipg and the battery was getting hot at times. The patient underwent a battery replacement procedure and patient was doing well post operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt burning while charging the ipg. The patient underwent a battery replacement procedure and doing well post operatively.

Manufacturer narrative:
The returned scs-ipg-r-MRI with model sc-1200 and serial (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.